Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 500 mg/dl and current blood glucose level was 580 mg/dl. The customer had symptoms such as emotional and was treated with a bolus on the insulin pump and injection. It was also reported that there was no delivery alarm on the insulin pump. The customer was advised to change entire set, reservoir and insulin and treat per health care professional¿s recommendation. The customer was advised to monitor the pump and blood glucose level. The insulin pump will not be returned for analysis.